Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder poor sleeve function, blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated "some tubes with seal caps didn¿t draw enough blood, the hcp strongly pushed the tube and then saw the sleeve separated."

Manufacturer narrative:
H6: investigation summary: bd received one samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve fall off with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder poor sleeve function, blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated "some tubes with seal caps didn¿t draw enough blood, the hcp strongly pushed the tube and then saw the sleeve separated."